Event description:
Additional information was received from the patient that reported that the patient was driving with the stimulation on and the thing went haywire and held him in the car by the current. The patient turned it off because it was too tense for him right now. The patient saw the manufacturer representative and the doctor and one of the manufacturer representatives took all the programs out. He said that they said they can¿t do diagnostic tests on the programs now because they are all gone. The doctor took an x-ray and the leads looked fine. The doctor said that it was probably anxiety, but the patient noted that he can tell the difference between anxiety and being held by the current because he has had anxiety for years.

Event description:
Further follow up information received from the manufacturer's representative reported that the patient was reprogrammed and afterwards was getting coverage and relief. No further information was able to be obtained. If additional information is received, a supplemental report will be submitted.

Event description:
Information received from the manufacturer¿s representative reported that patient had felt a surge in stimulation. The patient had met with another representative in early april where programming was for the surge in stimulation issue. Impedances taken today showed values of 1900-2600 ohms (when referenced to electrode 0), 1000-1900 ohms (when referenced to electrode 8), 1300-2400 ohms (when referenced to electrode 4), and 1300-2200 (when referenced to electrode 12). The representative met with the patient today because on (B)(6) 2016 while driving past an airport they felt a ¿surge¿ in energy. The stimulation was in the chest, stomach, arm, and head. The patient stated that they could not breathe. When the patient got home, they turned the therapy off. The patient could not remember what the settings were on the programmer at the time this occurred but noted they had the stimulation on while driving. It was noted that the patient did not have any new equipment in the car and that they had driven the route in the past. It was reported that that the patient did not have any recent medical tests or emi exposure. The issue was not related to positional movement and they had no falls or trauma. Follow up information received from the manufacturer¿s representative on june 6, 2016 reported that they were not told of the surge of stimulation issue. The representative reprogrammed the ins and the patient ¿seemed happy¿. The indication for use for the implanted device was noted post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.